Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the inflation hub of the pta balloon allegedly detached. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the inflation hub to be detached from the rest of the catheter. Therefore, the investigation is confirmed for a hub detachment. The definitive root cause for the hub detachment could not be determined based upon the available information. It is unlikely that the event is manufacturing related, as a each lot undergoes a 100% leak test, a visual inspection of the hub bond, and 100% line clearance during the assembly process. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4, h6 (trending device code: replaced 1069 - break with 2907 - detachment of device or device component).

Event description:
It was reported that during an angioplasty procedure, the inflation hub of the pta balloon allegedly detached. Another device was used to complete the procedure. There was no reported patient injury.